Manufacturer narrative:
Reference MFR. Report # 2916596-2015-00119 regarding the pump exchange on (B)(6) 2014. Approximate age of device - 1 day. The pump was returned to the manufacturer with the percutaneous lead cut at the pump end bend relief, and the severed portion was returned. Examination of the severed portion of the percutaneous lead found a slice in the cover approximately 3" from the pump end bend relief. The underlying bionate also showed a slice located approximately 2" from the pump end bend relief, however, the bionate had been stretched approximately 1.5" beyond the severed edge (for pump explant) of the percutaneous lead, indicating that the slice had been shifted from its original location. The braided shield showed evidence of corrosion adjacent to the slice in the cover, approximately 3.125" from the severed end of the lead. The corrosion was approximately 1.5" from the slice in the bionate, the same distance that the bionate appeared to have been stretched. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the wires found breaches in the red and brown wire insulation adjacent to the observed shield corrosion. The remaining wires were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that would have resulted in an electrical short. Scanning electron microscope (sem) analysis of the percutaneous lead found smooth surfaces on the bionate and wire insulation breaches that were consistent with a cut (slice). The pump portion of the percutaneous lead appeared unremarkable and passed electrical continuity testing. If the exposed conductors of the brown or red wires contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the reported alarms and pump stoppages. The reported event also could have resulted from a phase-to-phase short if the exposed conductors made direct contact or simultaneous contact with the braided shield. Based on the inspection of the percutaneous lead components and the additional sem analysis, the observed wire damage appeared to have been the result of a slice. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a pump exchange on (B)(6) 2014 for suspected thrombus. On (B)(6) 2014, the patient experienced two pump stops while on battery power with alarms displaying "driveline disconnect". The patient¿s system controller was exchanged after the first alarm. A second pump stop occurred after the system controller was exchanged. There were no visible signs of damage to the driveline, and the system controller connection was noted to be appropriately secured. The system controller log file was reviewed and intermittent pump stops were noted while the patient was connected to the power module. The manufacturer¿s technical service technician reported that on (B)(6) 2014, while troubleshooting over the phone, the pump function appeared to be unstable while the patient was on battery power. It was suspected that there was damage to the driveline. The patient¿s pump was exchanged that day. The surgeon noted during the exchange that there was an internal driveline fracture. The driveline had been tunneled to the opposite side of the abdomen during the previous pump exchange on (B)(6) 2014. The mechanism of the driveline fracture was uncertain.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: red heart alarm with intermittent pump shutdown.